Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: during the onsite visit, there were complaints from a bedside nurse about the number of air-in-line alarms without seeing large amounts of air that resulted in her needing to replace the modules. No date of event specified or occurrence. No patient harm or involvement happened.